Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the implant was impacted, the ards flap did not fit. Surgery delay of 5 minutes. Opened a new implant. Procedure successfully completed. No patient consequences.